Manufacturer narrative:
This device has been received and evaluated by the manufacturer. As received, the array was fully deployed and would not retract upon return. The customer complaint was confirmed as the array did not function properly during evaluation. It is also possible that the residue found on the array tines could have caused the retraction to be difficult; therefore, causing the user to employ excessive force. The direction for use for this device cautions the user of the following: as necessary, clean the array between deployments by rinsing the array in sterile solution by gently wiping the tines to remove excess tissue. Accumulation of excess tissue on the tines may make array retraction difficult. A device history report revealed no issues that could be associated with this incident. The most probable root cause of this event appears that the flare on the proximal end of the electrode cannula was moved proximally and distally due to excess force applied to the device. A CAPA has been initiated to address this failure. A lot history search was performed and found three additional complaints against lot number 9520950 for similar issues. The july 2007 15-month rf probes trend report, for this failure mode was reviewed and no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
In 2007, it was reported to boston scientific corporation that while employing a leveen needle electrode while performing a therapeutic radio frequency ablation (rfa) in a patient, the clinicians encountered difficulty retracting the tines. The rfa procedure was performed echo with the steps method. The first ablation was performed with 1/2 deployment. The second ablation with 3/4 deployment. The third ablation was performed 30w. Roll-off occurred at 100w for 7 minutes. The clinicians attempted to retract the tines with severe resistance. They were unable to retract the tines. On august 2, 2007, follow up information revealed that after the third ablation the physician was unable to retract the tines at all. The device was removed from the patient with the tines fully deployed. The product was completed with the defective device. The complainant reported that there were no patient complications as a result of this event.